Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a lesion in the rca. The lesion exhibited 95% stenosis, was severely calcified and tortuous. The degree of tortuosity is unknown. The device was inspected prior to use with no issue noted. It is reported that the device could not pass the lesion. It is reported that resistance was encountered at the lesion. It is not reported if excessive force was used. The physician removed the device and found the distal part of the delivery system was damaged. It is not reported how the physician completed the procedure. No clinical sequelae reported. Device evaluation: review of the returned device showed damage to the 2nd proximal stent segment. The hypotube was kinked and had detached distally from the strain relief. The hypotube was jagged and oval on both ends of the hypotube break site. The distal tip was flared. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed, however is most likely due to crystallized saline/blood following flushing of the guide wire lumen prior to the procedure, loading on to the guide wire and insertion. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation), patient¿s condition affected effectiveness of device (severity of the calcification and the degree of stenosis hindered deliverability), deformation issue (shaft detachment and damage to stent related to patient morphology and procedural issues); evaluation, conclusions: known inherent risk of procedure ¿ (stent deformation), device failure related to patient condition (severity of the calcification and the degree of stenosis). (B)(4).